Event description:
Complainant alleged that two successful shocks were delivered to a pt. The medics attempted to deliver a third shock and the device prompted a "unit failed" message. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired.

Manufacturer narrative:
Zoll medical corporation has not rec'd the product and will be providing a follow-up report when our investigation is completed.